Manufacturer narrative:
Visual receipt inspection: 4/27/2016 - received one (1) used b2032, 60" smallbore ext set, lot# unknown. No mating devices were returned. The female luer was confirmed to be cracked. Functional testing: a single used b2032 extension set was returned for investigation of leakage. The b2032 extension set was pressure tested using a hydrostatic pressure vessel at 10psi. A leak was observed at the female luer. Microscopic examination of the female luer revealed an axial crack and a broken luer thread. This damage was the cause of the leakage. Analysis summary: the complaint of b2032 extension set leakage was confirmed. The leakage was the result of an axial crack in the female luer. Root cause is unknown. ICU medical will continue to monitor and trend this failure mode.

Event description:
Complaint received regarding one b2032, 60" smallbore ext set, lot# unknown. Report states, "the nurse noticed air in tubing. Went to re-prime tubing and noticed liquid squirting out of the syringe connection. Threads appear to be broken." No serious patient consequences reported.